Event description:
Coaguchek xs pt test strips for pt-self testing of inr were used. Strips from catalog number 04625374160, lot 28632021 (exp 06/30/2019) were used which reported an abnormality high inr value of 4.3 coumadin dose was altered. Inr level dropped to 1.5, and a major stroke occurred. The right middle cerebral artery was 100% occluded. Tpa was not adequate to dissolve the clot and an emergency embolectomy of the thrombus was required necessitating a neuro ICU and hosp floor admission. Letter received from roche in the mail after the incident revealing that these strips were from affected lot which caused abnormally high inr test results. A similar event occurred due to abnormally high inr level of 5.0 on (B)(6) 2017 when coumadin was held. A major stroke occurred in left middle cerebral artery which was 100% occluded requiring emergency embolectomy. Neurological deficits required inpatient rehabilitation and ot, pt, and speech therapies.